Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.

Event description:
Reportedly, the ventricular lead impedance curve recorded in device memory (aida) showed high impedance values (>3 kohm) for several months. However, during the latest follow up on (B)(6) 2012, normal measurement was obtained. An explanation is requested.